Event description:
Customer reported that five pts in the ER had elevated (erroneous) troponin I results. The report indicated that two of these pts received medical treatment based on these results.

Manufacturer narrative:
Eval summary: ten returned samples from lot# 111208 along with one (1) tube from a control lot were put through clinical investigation. The blood in all ten incident lot tubes exhibited comparable clot formation and retraction. All tubes from the incident lot were fully clotted prior to the allotted five minute clotting time. After centrifugation, proper and complete gel barrier formation was seen in all incident and control lot tubes. The serum was of acceptable quality and there was no hemolysis or fibrin observed in the serum in any of the incident or control tubes collected. The incident lot tubes demonstrated satisfactory performance and no clinical differences were observed in comparison to the control lot. All troponin I results were negative for lot # 11208. A device history review was completed for this lot number and all inspections were performed per the applicable operations and met qc specifications. This lot number and reported incident will be monitored for future occurrences. Quality will continue to track and trend the reported condition.